Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function (leads implanted for 16 years). Using a spectranetics lead locking device (lld) and a spectranetics 14f glidelight laser sheath, the physician began work to extract the ra lead. During the procedure and while the physician was lasing in the area of the superior vena cava (svc), an effusion was detected by anesthesia via transesophageal echocardiography (tee), followed by cardiac tamponade. Rescue efforts began immediately, including use of a rescue balloon, pericardiocentesis, CPR and sternotomy. A large 2 x 1cm antero-lateral svc injury was discovered. However, despite rescue efforts, the patient did not survive. It was reported that the patient had ischemic cardiomyopathy and went into shock within seconds, followed by massive blood loss with rapid clotting (it was reported that the pericardiocentesis performed was ineffective). There was no alleged malfunction of any spectranetics device in use during the procedure.